Event description:
Customer called and stated that they were in the processes of placing bravo capsule, but it failed to attach and also the delivery sys was broken.

Manufacturer narrative:
No pt injury has occurred following this incident.